Manufacturer narrative:
(B)(6). Lot 17e041 was manufactured may 23, 2017 ¿ may 25, 2017. The device has been received. The unit from lot 17e041 has a black smear approximately 7.00 mm in length located on the outer surface of the tubing. The black smear is not in the fluid path. An ftir spectroscopy test was attempted, but the black smears were insufficient to produce visible signals on the ftir spectra. Therefore, the material of the black smears could not be identified. However, microscopic examination suggested the black smears were morphologically consistent with ink. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had black particles on the inside of the tubing. This was discovered before filling. There was no patient involvement. No additional information is available.